Event description:
A surgeon reported that a pt who received 2 units of op-1 implant combined with 4 units of calstrux for a tibial nonunion with large segmental defects (greater than 5 cm), was hospitalized for an infection at the surgical site approx 2 weeks following surgery (date of surgery unk). Treatment included implant removal and callus destruction. The event resolved. The surgeon did not suspect the event was related to the use of op-1 implant or calstrux.